Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the distributor senior regulatory affairs specialist and obtained the following additional information: the distributor reported that the hospital has disposed of the instrument. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode as the customer reported that they disposed of the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer put the mega suturecut needle driver instrument on the system and realized the jaw was broken with one part missing. The customer checked the package in which the instrument was in and found the missing jaw. No pieces were in the patient. The customer stated that the nurse should have inspected the instrument before inserting it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical supervisor and obtained the following additional information: the customer confirmed that there was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing post-surgical complications related to retention of foreign material. No images or patient demographics were available.